Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing loss of therapy and inadequate pain relief. The patient underwent a revision procedure wherein new spinal cord stimulation (scs) leads were added.